Event description:
Customer reported her finger was bruised, painful and infected after using the freestyle flash lancet device to retrieve blood. Customer reported seeking medical intervention from a doctor who treated customer with an antibiotic. Customer also reported being diagnosed with diabetic ketoacidosis, but it is unknown when and where the diagnosis was made, and if the customer was treated for this condition. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.